Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the login delay was caused by missing records in the hospital¿s active directory configuration. The technical support specialist (tss) investigated slow authentication times (~11¿20 seconds) on the station and server and confirmed via ids logs and powershell tests that ldap/kerberos authentication was inefficient. Initial times (~11¿20 seconds) on the station and server confirmed via ids logs and powershell tests that ldap/kerberos authentication was inefficient. Initial get-aduserget-aduser queries took ~8 seconds despite low ping latency (3 ms) and fast dns resolution. Wireshark failed to capture ldap traffic due to tool instability. The tss verified domain trust relationships and found the server correctly joined to skhealth.ca, with trust to hin.sk.ca. However, srv record queries were missing expected entries, indicating outdated srv records. After it updated the srv records and cleared dns caches, authentication times dropped significantly from ~15,000 ms to ~150 ms. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, experienced slow login at multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.